Event description:
It was reported that the patient had an old lead that was sutured into their sacrum. The patient was having the neurostimulator and the extension removed today and they would not remove the lead. It was noted that the manufacturer representative wanted to know if they should cut the lead or leave the lead fully intact just coiled. The reason for removal was that the lead had a kink and would not fit in the head of the battery. It was stated that the lead was originally placed in 1999. Additional information received reported that the lead was the component involved in the issue. The patient experienced no symptoms and the reason for replacement was end of service. It was noted that the cause of the lead being kinked was not determined. The patient was doing great now and they were receiving effective therapy. It was stated that the manufacturer representative was sending the lead in for evaluation.

Manufacturer narrative:
Concomitant products: product ID: 3080, lot# l63365, implanted: (B)(6) 1999, product type: lead. Product ID: 3031, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer, patient. Product ID: 3095-10, serial# v, implanted: (B)(6 )1999, product type: extension. (B)(4).